Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm force bipolar instrument had a broken black wire near the jaws and therefore unable to deliver bipolar energy. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury.